Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date in 2008, the patient underwent fusion surgery using rhbmp-2/acs due to pre-op diagnosis as low back pain, radiculopathy. The patient underwent physical therapy until (B)(6) 2008. Reportedly, post-op, the patient continued to experience severe pain in her lower back, hips, and legs¿pain much worse than she experienced before the surgery.